Event description:
On (B)(6) 2012, patient reported the buttons on the infusion device would not respond to press. She replaced the battery, and the infusion device displayed an e8 power interrupt error that could not be confirmed. The infusion device was not dropped. The key-lock feature is not activated. She also reported the protective rubber on the up button fell off "some time ago," but the buttons continued to function. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.